Manufacturer narrative:
Patient age and weight are unavailable from the site. During evaluation, broken fibers and a breach to the jacket was noticed on the working length of the catheter. The inner lumen was still intact, holding the device together. The damage most likely happened during use.

Event description:
This event is being reported due to the potential for exposure to manufacturing materials as well as inadvertent exposure to laser energy/radiation. On (B)(6) 2019 a philips representative reported that during a coronary atherectomy procedure, a spectranetics coronary laser atherectomy catheter (elca) device was utilized. The physician was working on the right coronary artery (rca) for about 1.5 hrs. About 20 passes were done with the catheter. After the laser portion of the case was performed, the catheter was withdrawn, and it was noticed the proximal shaft was broken/twisted. Device was evaluated 27jun2019. During evaluation, broken fibers and a breach to the jacket were noticed on the working length of the catheter. Based on the device evaluation findings, this is now reportable event due to the possibility of accidental radiation occurrence and exposure to manufacturing materials.